Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle in the line of a small volume folfusor. The device was filled with fluorouracil (3950mg). This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from august 20, 2019 - august 21, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.